Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer was changing batteries three times per day and insulin pump shuts off; customer also received no delivery alarm. Customer's blood glucose was 272 mg/dl, which was treated with manual injection. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor springs were damaged or corroded. Customer still received failed battery test. Customer was advised that insulin pump would need to be replaced. Customer also reports being in an auto accident on (B)(6) 2014 and taken to the emergency room. Customer had inflammation around the sac around the heart. Customer was wearing insulin pump at the time of hosp visit. Customer was released from emergency room with antibiotics. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.